Event description:
Customer reported that the pt developed a vaginal discharge approx 14 mos followig a gyn procedure. The pt is scheduled to be returned to surgery for removal of suture. The physician opines the suture eroded through the vaginal cuff.

Manufacturer narrative:
Date sent to the FDA: 4/10/2008. Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.